Manufacturer narrative:
Device evaluated by MFR: a 8 x 2.50mm promus premier stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid shaft section found signs of damage with a tear noted in the shaft polymer extrusion starting at the exchange port and extending distally for 22mm. An inflation deflation test was attempted using an encore device which was verified. Pressure could not be maintained in the inflation device due to the tear in the shaft polymer extrusion which caused the inflation liquid to leak out. No other issues were identified during the product analysis.

Event description:
It was reported that failure to inflate a balloon occurred. A percutaneous coronary intervention (pci) was performed on an 80% stenosed and mildly calcified target lesion. The lesion was predilated with a maverick at 15 atmospheres, with a 20% residual stenosis after pre dilation. A 8 x 2.50 promus premier stent was advanced to the target lesion, but it was not possible inflate the balloon. The balloon was inflated at 16 atmospheres of pressure, but would not inflate. The procedure was completed with another stent and everything went well. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, device analysis revealed inner and outer lumen shaft damage.